Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event as no product has been returned. No conclusion can be drawn at this time. We therefore consider this report complete to the best of our knowledge.

Event description:
The customer reported via phone call that he had a high blood glucose of 400 mg/dl at the time of the incident. Customer's current blood glucose was 389 mg/dl. Customer took a correction of 45 units. Customer had unexplained high blood glucose starting on (B)(6) 2015. Customer stated that he was not using the pump currently due to a motor error replacement. Customer did not have the pump available for troubleshooting.